Event description:
Customer reported that the insulin pump returned an error alarm every day for a week leading up to the call. Customer reported that the insulin pump's screen showed numbers counting from one to seven, then the screen went black. Customer also reported that the insulin pump displayed a message that the reservoir was empty, but the reservoir was actually full. Blood glucose level was 47 mg/dl at the time of the call. Customer reported treating with juice and food. No further information was provided.

Manufacturer narrative:
Insulin pump alarmed during self-test due to faulty connector on remote frequency board. No black screen, buzzing or audio or beep anomaly noted. Insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. Insulin pump was tested with water liquid in reservoir. The reservoir volume and insulin pump status screen matched properly. Insulin pump was programed to alarmed low reservoir and low reservoir alarm functioned properly. Insulin pump received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.